Event description:
Additional information received reported the patient had recovered from the infection and would have leads, extensions, and an implantable neurostimulator (ins) re-implanted in the next few months.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the first extension (s/n (B)(4)) found no significant anomaly, the extension body was cut through and the product was segmented. Analysis of the second extension (s/n (B)(4)) found no significant anomaly, the extension body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0dg2y, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension.

Event description:
It was reported the patient had a complete removal of the deep brain stimulation system due to infection. It was noted the patient had an infection at the device pocket, extension location, and lead location. It was further noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).